Event description:
It was reported that the patient complained of being short of breath, and the clinician was having trouble getting the patient's rate response to work. Further investigation revealed that implant detect was still on in the device, resulting in no rate response. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.